Manufacturer narrative:
No button response due to corroded keypad traces. Insulin pump received with missing end cap sticker.

Event description:
Customer reported via phone call that the act button was not working. Customer's blood glucose was 44 mg/dl. Device did not alarm a button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.